Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that after the internal mesenteric and lumbar arteries were embolized with coils, the alto aortic body was deployed through a 16 fr dryseal (non-endologix) sheath via the right access. An ovation ix iliac limb was deployed as the contralateral limb through a 14 fr dryseal sheath via the left access. The distal part of the iliac limb ended up being located in part of the left external iliac artery. The physician attempted to move the contralateral iliac limb upwards by pushing it with the dryseal sheath, but was unsuccessful. Additionally at 18 minutes after the polymer was injected into the aortic body, a drop in blood pressure was observed. The anesthesia protocol was followed, and steroids were administered. A small amount of polymer remaining in the polymer syringe and the procedure was continued. Ballooning of the aortic body was performed and the delivery system was removed. An ovation ix iliac limb was then deployed on the ipsilateral side without issues. An angiogram confirmed there were no endoleaks and another attempt was made to move the contralateral iliac limb upwards; however, that was unsuccessful. The procedure was completed with the cause of the hypotension unknown. The patient was transferred to the intensive care unite while being still intubated.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that after the internal mesenteric and lumbar arteries were embolized with coils, the alto aortic body was deployed through a 16 fr dryseal (non-endologix) sheath via the right access. An ovation ix iliac limb was deployed as the contralateral limb through a 14 fr dryseal sheath via the left access. The distal part of the iliac limb ended up being located in part of the left external iliac artery. The physician attempted to move the contralateral iliac limb upwards by pushing it with the dryseal sheath, but was unsuccessful. Additionally at 18 minutes after the polymer was injected into the aortic body, a drop in blood pressure was observed. The anesthesia protocol was followed, and steroids were administered. A small amount of polymer remaining in the polymer syringe and the procedure was continued. Ballooning of the aortic body was performed and the delivery system was removed. An ovation ix iliac limb was then deployed on the ipsilateral side without issues. An angiogram confirmed there were no endoleaks and another attempt was made to move the contralateral iliac limb upwards; however, that was unsuccessful. The procedure was completed with the cause of the hypotension unknown. The patient was transferred to the intensive care unit while being still intubated. Additional information received indicating the patient has been discharged from the hospital in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported malposition, hypotension and internal iliac occlusion are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being discharged at home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. G3 awareness date. H6 health effect - impact code; remove 4648. H6 medical device problem codes; remove 3191. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.